Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The ht70 plus ventilator was returned for preventative maintenance (pm). During service it was found that the housing was damaged. There was no patient involvement at the time of the reported event. An investigation was performed on the plastic housing and the damaged was confirmed. Cracking was found on the housing. The housing needed to be replaced. The repairs of the device have not yet been completed.